Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. G2 foreign: japan. The investigation is complete. This is an initial final report submission. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the pulsavac device did not spray. There is no harm to patient or delay to a procedure reported. Due diligence is complete and no additional information is available. At device evaluation visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. No adverse events were reported as a result of this malfunction.